Manufacturer narrative:
There is no allegation or indication of any system or component failure related to the nalu device. The physician was unhappy with the placement of the implanted leads and chose to place new leads in a slightly different position to gain better pain relief for the patient. Inadequate pain relief was directly related to the placement of the leads and not any device failure.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator on (B)(6) 2024, targeting the radial nerve to treat pain in the right hand. The patient had previously undergone a successful trial phase in which the reported pain levels were reduced from 9/10 down to 4/10 while using the trial system. The permanent system was implanted to mimic the placement of the trial, however upon activating the permanent system the physician expressed dissatisfaction with the coverage the patient was receiving. On (B)(6) 2024 the physcian removed the system and placed a new system using a different approach with placement of the leads to gain better coverage over the patient's pain area.